Manufacturer narrative:
The insulin pump was received with a cracked display window, a cracked case at display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks on the top part of the screen, as well as diagonally from the battery compartment to the screen. The customer also noted a fine scratch across the screen. The blood glucose reading was 176 mg/dl. The customer stated that she dropped the insulin pump on a bathroom counter and it fell off. Advised replacement of the insulin pump. Nothing further reported.